Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that whenever the station was turned on, it would immediately short out and turn off. After a process of elimination, the cause of the short was identified as the drawer board for drawer 6.1. A field service engineer changed the drawer board, reseated the pyxibus cable, all latch and position sensors were tested to resolve the issue. The station was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on the black screen, the device was offline, and there was a power issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.